Event description:
It was reported that patient underwent knee procedure on (B)(6) 1995. Revision surgery was performed on an unknown date due to poly wear. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown. Expiration date - unknown. Explant date - unknown. Manufacture date - unknown. This is 1 of 2 MDR reports filed on the same event. (Reference 3002806535-2012-00063 and 3002806535-2012-00064) (B)(4).